Event description:
It was reported that patient pump repeatedly stopped insulin delivery, and patient was seen at urgent care where staff indicated patient was possibly going into diabetic ketoacidosis, which patient¿s mother believed was caused by pump malfunction. There was no reported impact to the customer¿s blood glucose level. Customer requested a troubleshooting call, cts attempted to contact customer but was unable to leave a voicemail because mailbox was not set up, then later sent follow-up email and closed case, and no additional information was received regarding the outcome of the event.